Manufacturer narrative:
(B)(4). D10: unk competitor cup and head. G2: foreign - event occurred in canada. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately nine months post-hip revision of metal on metal construct, the patient underwent a right hip revision due an infected pseudotumor. All components removed and antibiotic spacer implanted. Attempts have been made and no further information has been provided.